Event description:
Complainant alleged that while attempting to treat a 45-year-old male patient, the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including stress and troubleshoot testing without duplicating the report. The pim board and dovetail bracket screws were replaced as a precaution. The device was recertified and returned to the customer. The power supply used during the event was not returned for evaluation as part of this investigation. Analysis of reports of this type has not identified an increase in trend.